Event description:
It was reported that the battery voltage had decreased from 5.08 v to 4.91 v (eri- elective replacement indicator) in three months. It was also reported that the device had not been used much. It was explanted. No patient complications have been reported as a result of this event.